Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Telephone number - requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced.

Event description:
The user facility reported that the angio-seal device was applied according to instructions for use (IFU). After deployment there was no suture visible. The whole device came out of the artery. The anchor and collagen were still inside the sheath. Manual compression was done, and a compression bandage was applied. The patient was stable, and there was no significant blood loss. There was no harm to the patient. Additional information was received on 25 feb 2022: the procedural sheath used prior to the use of the vascular closure device (vcd) was a 6fr sheath. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc. There was a lot of calcium was in the vessel and at the puncture site.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.